Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the dealer's field service engineer (fse), while booting up and prior to use, a long beep was generated, no display was visible on the screen and the printer printed "electrical failure code #4." This is an out of box failure (oob) of the main board. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The suspected faulty main board was returned to getinge's national repair center (nrc) for failure investigation. A getinge senior repair technician (srt) inspected the board and no visual damage was observed. The srt installed the main board into the cs300 test fixture and tested to factory specifications per the cs300 service manual. The main board failed testing and the srt verified the reported issue. The main board was sent to the supplier for failure analysis per procedure. Subsequently, the supplier returned the main board and verified the reported issue. The supplier replaced defective u85, u86, u87, u88 and the main board passed all of their testing. The srt installed the main board installed the main board into the cs300 test fixture and tested to factory specifications per the cs300 service manual. The main board passed testing. The main board was scrapped and retained in the nrc per procedure.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the dealer's field service engineer (fse), while booting up and prior to use, a long beep was generated, no display was visible on the screen and the printer printed "electrical failure code #4." There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and suspected the issue was caused by a mother board failure. The fse replaced the main board and noted that the iabp unit functioned as intended. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Suspected faulty parts will be returned to factory for failure investigation, and a supplemental report will be submitted upon completion.

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the dealer's field service engineer (fse), while booting up and prior to use, a long beep was generated, no display was visible on the screen and the printer printed "electrical failure code #4." This is an out of box failure (oob) of the main board. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the dealer's field service engineer (fse), while booting up and prior to use, a long beep was generated, no display was visible on the screen and the printer printed "electrical failure code #4." This is an out of box failure (oob) of the main board. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Further clarification was received that the reported event is indicative of a prior failure of the iabp unit . This event is in fact a reportable event. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp) by the dealer's field service engineer (fse), while booting up and prior to use, a long beep was generated, no display was visible on the screen and the printer printed "electrical failure code #4." There was no patient harm and no adverse event was reported.